Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber failure to operate was confirmed as analysis identified a break in the fiber body between the control knob and the distal tip. It is probable that the fiber break occurred while advancing the fiber down the scope due to excessive manipulation/rough technique. According to the instructions for use, bending fiber at sharp angles may result in damage to the fiber. The interaction between the user and the device caused or contributed to the event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and the distal tip. There were no signs of debris adhesion on the metal cap or devitrification of the glass cap. The tip appeared to be unused. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam escaped from the location of the break on the fiber body. A weak aiming beam was present at the output window. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and the device caused or contributed to the event.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure the fiber was not working. There were no difficulties encountered during use of the device that could have contributed to the event. No error messages were displayed on the console. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient. The fiber was returned and analysis identified a break in the fiber body.